Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5102717. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. Date of issue is an approximation. The patient reported no alerts on the receiver when their blood glucose (bg) dropped. The continuous glucose monitor (cgm) displayed 78 mg/dl at 4:40 pm. The patient ate 35 grams of carbohydrates before driving to the pool. Approximately 15 minutes later, the patient drove off the road. Witnesses that helped the patient from the car reported the patient appeared to be having a seizure. The paramedics arrived and performed a bg which was 40s mg/dl after the patient had ingested some regular soda. The receiver displayed low when the patient was helped from the car and the cgm value started to increase after the soda. The patient reported that the device did not alert them when it was supposed to and suspected a defective transmitter or sensor. They suspected that they did not receive an alert when their glucose level was 55 mg/dl and falling. The sensor insertion date and site were not provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.